Manufacturer narrative:
The device has not been received for evaluation. Per email from country contact; the device will be sent to s&n next month for evaluation.(B)(4)

Event description:
During rotator cuff surgery, the physician realized that he was not setting the anchor. The physician tried to take the anchor out of the site, but it broke. Per malfunction report broken piece was removed.